Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Analysis not required, unable to confirm adhesive anomaly due to sensor being opened/used.

Event description:
It was reported that the customer experienced low blood glucose levels and that the sensor tape did not adhere properly. The blood glucose reading was 40 mg/dl, which was treated with milk, and the blood glucose reading thereafter rose to 169 mg/dl. The customer stated that he had problems with sweating heavily while working outside, causing the sensor to come loose and fall from his skin. Advised return of the sensors for analysis. Nothing further reported.